Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the power consumption was increasing in a gradual fashion. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported.